Event description:
The nurse of a (B)(6) male pt called zoll customer support to report that the pt was receiving check therapy electrode messages. The pt was issued a replacement electrode belt. Initially there was no indication that this event was reportable. However, after eval of the electrode belt, it was determined that this event should be reported.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode alarms) was confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node and ECG "b." The root cause for the open pulse wire could not be positively identified. No adverse event resulted from the defective electrode belt. The pt rec'd a replacement electrode belt.